Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states. Reference the following medwatch with patient identifiers for the following systems: (B)(6) ¿ mobile - system 1, (B)(6) ¿ compact plus - system 2.

Event description:
Customer allegedly received the following results, with two different meters, within 10 minutes: 90 mg/dl on mobile meter (system 1), and 30 mg/dl on compact plus meter (system 2). No serious injury reported. Mobile cassette is not available anymore. Requested return of suspect device for evaluation and replacement was sent.

Manufacturer narrative:
This correction is being sent to document that the code aneurysm was sent by mistake.

Manufacturer narrative:
This supplemental MDR is being submitted as a part of a retrospective review and remediation effort based on errors that occurred in the submission of mdrs for incorrect manufacturer name and/or address. A non-conformance report (ncr) ¿ 16847 to implement corrective actions was opened on january 29, 2025. Device performance and/or risk profile are not impacted.